Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in the decision to explant the device on (B)(6) 2017. There are plans to re-implant the patient with a new device.